Event description:
Event details: we performed 2 separate tests using the ihealth mdel ico-3000 self test covid-19 antigen rapid test with the same person, one result was positive and the subsequent test was negative. The use of this product gives the user low confidence in the use of the test kit and its reliability.

Manufacturer narrative:
Ihealth labs, inc., customer service tried to follow up via email on july 25, 2022, to inquire for additional information. But the user/patient chooses not to release personal contact information in the medwatch report. Thus, there is no contact history and further information we can provide. No reports of adverse related events with either patient or user (no patient death, injury, allergic reaction(s), or any medical intervention provided). There was no evidence to suggest, based on the initial reports that the ihealth antigen test kit was tampered with, altered, or compromised. A false negative or false positive result may occur if the test result is read before 15 minutes or after 30 minutes. There was no indication to confirm or deny if the user/patient had utilized the test kit appropriately as per intended use or off use. Test to the production batch of product retention samples (lot:211co21229-04) , the test was pass.